Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37751 (serial: nku463651n); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. It was reported that the recharger was not working and wouldn't power on and the screen was continuously black since last night. Caller said the green light was on the ac power supply, but the screen was blank/unresponsive. Caller mentioned they tried resetting the controller by unplugging and re-plugging the desktop charger, but that didn't resolve the issue. Agent asked caller to try to open panel on back of recharger to reset, but they didn't have anything to undo the screw with (or they did not want to open it - the caller and patient were arguing during the call, making things hard to hear/decipher at times). Patient said they had not done anything to change the settings on the paddle, and the settings had always been the same. Agent asked, patient confirmed green light was on desktop charger and cord appeared okay. The issue was not resolved. A wireless recharger kit was requested for the patient. No symptoms were reported.